Event description:
It was reported that a user applied a new dexcom g7 sensor that paired to the dexcom app but failed to pair to the ilet, consistent with a communication or connectivity issue between the cgm and the ilet system. Symptoms included no glucose data available on the ilet. Outcomes included the need for troubleshooting without clinical impact or medical intervention. Investigation included guided troubleshooting and education, including re-entering the pairing code and advising a wait period for reconnection. Investigation of this case revealed a likely transient pairing failure between the cgm and the ilet, with no evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user¿device connectivity difficulty resolvable through standard troubleshooting.